Event description:
The hospital reported that they do about 20-30 carotid endarterectomies per year with rare recurrence. They are concerned that the 8 cm x 7.6 cm hema platinum finesse has been associated with 2 possibly 3 early recurrences after being placed in 2013, occurring 6-8 months after insertion. One of them may be associated with a late foreign body reaction 1 year after insertion, with sinus drainage. The specific lot numbers for the 2 severe recurrences both requiring stenting at 8 months post insertion was from lot number 25071498. The third is less certain and that is from lot number 25059111.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).